Event description:
It was reported that a pt had red spots on the chin after a lightsheer treatment. User facility further reported full recovery no medical intervention. Treatment resulted in favorable pt outcome.

Manufacturer narrative:
Lumenis qa evaluation of the suspect device found burned debris on sapphire tip. An MDR is being filed due to dirty tip in cooperation with pending mandate from the district office.